Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B60763-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2014: not reported. The lot number reported (b60763) is invalid. Most recent follow-up information incorporated above includes: on 30-apr-2020: update of information (batch is invalid). No valid lot number was provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B60763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2014: not reported. Most recent follow-up information incorporated above includes: on 3-apr-2020: pfs received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) were added. New reporter, event outcome and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. B60763-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2015. At the time of the report, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: 3 coils were noted within the uterine cavity diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2014: not reported. The lot number reported (b60763) is invalid. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Outcome for cramping updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.